Event description:
Additional information was received from a healthcare professional (hcp) and a manufacturer's representative (rep). It was reported that the pump was replaced on (B)(6) 2016. The medication remained the same at 20mg/ml morphine and a new starting dose of 0.122 mg/day. The patient was at 12 mg/day with his old pump. The old pump would be sent to the manufacturer for analysis per the rep.

Manufacturer narrative:
The ¿other¿ box should not have been checked on the initial MDR. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the patient was referred to neurosurgery for a replacement.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received reported the troubleshooting performed related to the motor stall was to call the company representative. The cause of the motor stall was unknown. The pump was used to deliver morphine 20mg/ml.

Manufacturer narrative:
Analysis of the pump on (B)(6) 2017 revealed a pump motor gear train anomaly regarding corrosion and/or wear and/or lubrication; the stall was due to the shaft-bearing. Regarding analysis it was noted that there were multiple motor stalls and recoveries seen in the logs. During destructive analysis, the technician found significant residue and shaft wear on the upper shaft of gear number 2. Also, some residue was found on the jewel where the upper shaft of gear number 2 inserts into the top bridge assembly. Regarding the product analysis report, the pump logs did not reveal any indication of a low battery reset as having occurred. The battery voltage passed testing at 2.97 volts. The pump was run a full 2 minutes at 24,000ul/day rate and had passed the battery command testing. No anomalies were seen regarding the battery history log review during analysis. The pump¿s logs indicated elective replacement indicator (eri) was to occur in 10 months. Regarding the initial allegation of premature battery depletion, analysis of the device however found no evidence indicating that premature battery depletion had actually occurred. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer¿s representative regarding a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump for non-malignant and chronic low back pain. On (B)(6) 2016, it was reported that a motor stall had occurred with the patient¿s pump on (B)(6) 2016. No recovery had been noted and the patient had not recently had an MRI. The patient was experiencing withdrawal.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. The patient had experienced a sudden loss of therapy. It was noted that premature battery depletion occurred. Elective replacement indicator (eri) was 11 months. As per the pump¿s log, the following was indicated: motor stall occurred on (B)(6) 2016 at 22:02, stopped pump period may exceed tube set occurred on (B)(6) 2016 at 22:02, motor stall recovery occurred on (B)(6) 2016 at 03:26, motor stall occurred on (B)(6) 2016 at 00:49, stopped pump period may exceed tube set occurred on (B)(6) 2016 at 00:49. It was noted that 37 ml was removed from the pump. No rotor study or dye study was performed. The patient was noted as being with injury. It was further reported that the patient recovered without sequelae. The pump was administering morphine with concentration 20 mg/ml at a minimum dose rate of 0.122 mg/day as of (B)(6) 2016. The pump was returned to the manufacturer for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.